Manufacturer narrative:
Results: trolley.

Event description:
It was reported in a service report that the cot will not lock into place when unloading from the ambulance. No adverse consequences have been reported.